Event description:
A customer contacted beckman coulter regarding low potassium (k) results from multiple pts that were generated by the unicel dxc synchron clinical systems. The customer indicated that low k results were reported to an emergency room (ER). The customer indicated that the ER called and informed the customer about the wrong k results. The customer repeated the pt samples for k. The k results were still low, "just not as low". Theactual results were not provided. It is unk how many k results were affected. No additional info regarding this event was provided.